Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that due to a possible blockage, the insulin was not delivered to the customer. The customer's blood glucose (bg) level was 400 mg/dl and a bolus of insulin was administered to address the bg level. The customer was vomiting and was hospitalized for diabetic ketoacidosis. The customer was treated with an intravenous insulin drip and was discharged 3 days later with an vial of insulin and syringes. The cause of the blockage was not known, but the contact suspected it to be the infusion site. Tandem customer technical support (cts) was unable to perform a system check as the contact did not have the pump when cts was telephoned. Reportedly, the customer used apidra insulin and the supplies had been in use for longer than 3 days.